Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented to the clinic with signs of pocket infection, including oozing. Antibiotics were administered, however did not resolve the symptoms. The system was explanted. No other patient symptoms were reported.